Manufacturer narrative:
(B)(4). The devices have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced an intermittent burning sensation for several days in (B)(6) 2010. The pt reported bruising at her implantable neurostimulator (ins) pocket site at a clinic visit on (B)(6) 2010. Her health care professional (hcp) did not see the bruising and there was no drainage or trauma to the area. The pt reported the bruising was resolving as of (B)(6) 2010. The ins site was tender on (B)(6) 2010. There was no bruising or trauma. Impedances were measured and were normal. Palpation did not cause stimulation changes. The hcp planned a pocket revision to move the ins to a different site on (B)(6) 2011. In the operating room, the area in the lower left corner of the ins looked more reddened and inflamed. The ins pocket was eroding. The pocket was dissected down to the ins and purulent type drainage was seen. Cultures were taken and sent for analysis but the type of infection was not reported. The ins and extensions were explanted. The pt recovered without sequela. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.